Event description:
A report was received that shortly following a lead revision procedure, the pt was having difficulty charging her implant. The boston scientific representative determined that the implant was damaged. It was confirmed that the physician used electrocautery during the lead revision procedure. The pt's implant was replaced, and the pt is reportedly doing well following the procedure.